Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for five (5) tests performed on or before (B)(6) 2024. This MFR. Report addresses test four (4) of five (5). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on or before (B)(6) 2024 on a nasal sample. Repeat testing was performed on the same day which generated a positive result. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 870985a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-170/ lot: 870985a, test base part number 195-430wjr/ lot: 870985. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 870985 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the patient sample.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for five (5) tests performed on or before (B)(6) 2024. This MFR. Report addresses test four (4) of five (5). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on or before (B)(6) 2024 on a nasal sample. Repeat testing was performed on the same day which generated a positive result. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided the remainder of the investigation remains in progress. A supplemental report will be provided after completion.